Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified the presence of a hair in the blister of the prep kit. The photos show the mini cap was open. The reported issue was verified. The cause was determined to be contamination during the manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was found inside the blister on four (4) minicaps. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.